Manufacturer narrative:
Date sent to the FDA: 8/19/2020. Additional b5 narrative: it was reported that the patient experienced discomfort following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/26/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted several loops of densely adherent small bowel and omentum. It was reported that the patient experienced severe pain, nausea, diarrhea and loss of appetite. No additional information is provided.